Event description:
Customer complaint (recalled product): recently I received a terrible burn which blistered and needed medical attention. The pad was used over my clothing and not on unprotected skin and I still got burnt.